Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of the hernia was unknown. The pd nurse reported that the patient was feeling bloated and was seen by a surgeon, then subsequently was diagnosed with an umbilical hernia. Three days prior to receipt of this report the hernia was surgically repaired. It was reported the umbilical hernia was diagnosed after the start of pd therapy with manual exchanges with two-four hour dwells before using hc device. At the time of this report the patient was recovering from the hernia event. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced the hernia on an unreported date; however, the hernia repair was on (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: as the device was not returned, a complete device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.